Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 33 and 170 mg/dl. Tests were done within one minute. "Each test was taken within one minute on separate fingers." Pt did not experience any adverse events. No further info has been reported.